Event description:
It was reported that the patient claimed to have an allergic response to the implanted system. The pocket was slowly healing and the physician believed the patient was picking at the glue that sealed the implant site. The physician elected to explant the system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.